Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the device will not be return for evaluation. Therefore, root cause was not able to established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be return.

Event description:
It was reported to vyaire medical the vela ventilator is giving ¿transducer fault¿ alarms. There was no patient involvement reported with this event.